Manufacturer narrative:
The reported field event of the device appearing discolored during the implant procedure was confirmed in the laboratory. The device was sent to the supplier for further analysis. The cloudiness in the header was found to be acceptable and the header met all specifications. The device was normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, upon inspection the implantable cardioverter defibrillator header was noted to be discolored. The device was not used, a new device was implanted. The patient was stable.